Manufacturer narrative:
(B)(4). The returned hydratome rx 44 was analyzed, and a visual evaluation noted that the distal pierce hole was torn, and the wire anchor was dislodged from the catheter. A functional evaluation was not performed due to the condition of the device. No other issues with the device were noted. The reported event of wire break was not confirmed. Upon analysis, the cutting wire was found intact; however, the distal pierce hole was torn, and the cutting wire anchor was dislodged from the catheter. This condition affected the device's ability to bow in a clinical setting, confirming the reported event of failure to bow. Based on the condition of the device, the problem found could have been generated if the device was actuated in the coiled position causing the distal pierce hole to tear and wire anchor to dislodge. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the tome would not bow like normal and it was noticed that the cutting wire of the hydratome rx 44 was broken. Reportedly, no part of the device was detached and fell into the patient. The procedure was completed with an autotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.